Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced really low blood glucose levels. Customer's blood glucose level was around 20 mg/dl. She ate food to treat her blood glucose level. The insulin pump's programming was inaccurate. The insulin pump shut off when she inserted the date and time. The device was not returned.